Manufacturer narrative:
The impella cp was discarded by the customer, therefore, unable to be returned for investigation. A failure analysis investigation was performed to review the device history record and found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. All introducers in this lot passed all inspection.

Event description:
The complainant reported an (B)(6) caucasian male presenting with nstemi. An impella cp was inserted into the left femoral artery and no issues were noted during use. Approximately 1 hour post explant, patient's leg was found cold. A blood clot was found at the insertion site. As treatment, clot was surgically removed and pulse to right leg was noted as "improved" the following day.